Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer noticed that the network cable was seated in the wrong port on the back of the station. Once the network cable was placed in the correct port, the station successfully connected to the network and server. All functions operated without issue. The customer verified full station functionality, and everything worked as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. When the user attempted to pull medication, the system would not allow the medication to be scanned and displayed an error stating that an error occurred while recording the transaction and that the user would be signed out. The user was prompted to sign back in to continue. The customer attempted to reboot the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.